Event description:
This is being filed as after the clip (10350815/26) was implanted, it was knocked off of the posterior leaflet by another device and remained attached to the anterior leaflet. Another clip was used to stabilize the detached clip and is considered medical intervention. It was reported that during a mitraclip procedure, the first clip (10350815/26) was successfully placed. To optimize the outcome, a second clip (10352115/26) was to be placed lateral to the implanted clip. After orienting the second clip perpendicular to the line of coaptation, the physician checked the path, the clip was closed and then successfully advanced into the left ventricle without contacting the implanted clip. Prior to opening the clip, the physician forgot to unlock it. There was a lot of tension in the device and caused the clip to touch the implanted clip. The implanted clip detached from the posterior leaflet. The anterior leaflet was still well inserted into the clip. It was decided to stabilize the detached clip by implanting another clip medially to it: it worked well. The mr grade was 2-3. One more clip was implanted lateral to the detached clip reducing the mr to grade 1-2. There was no mean pressure gradient and the clip that detached from the posterior leaflet was stable between the two implanted clips. The patient outcome was fine. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda-deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). A review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event, and a review of the electronic complaint history of the reported lot found no similar incidents for incomplete coaptation and device damaged by another. The user also reported no issue while functionally inspecting the clip delivery system during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Reportedly, prior to opening the second clip, the physician inadvertently attempted to open the clip without unlocking it, which resulted in increased tension on the device such that the second clip came in contact with the first (initial) implanted clip. This interaction between the two clips inadvertently dislodged the initial clip from the posterior leaflet (device damaged by another) resulting in the slda of the first clip. The anterior leaflet was confirmed to be well inserted into the clip. Based on the information reviewed, the reported slda of the posterior leaflet and device damaged by another appear to be related to procedural conditions and not a product quality deficiency.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on anterior mitral valve leaflet. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip (10352115/26) referenced is being filed under a separate medwatch MFR number.